Manufacturer narrative:
H3, h6: the investigation is ongoing. A supplemental report will be submitted upon receipt of additional reportable information and/or investigation completion.

Event description:
Siemens healthineers was notified of a potential patient injury associated with a magnetom skyra system. It was stated that gradient cable cover fell and hit the patient¿s foot. On (B)(6) 2026, siemens healthineers received additional information indicating that at the time of the incident both the nurse and the doctor examined the patient and observed no bruising, and the patient did not report any pain. However, the patient has now, after eight days, claimed to be experiencing pain. Siemens healthineers requested photographic evidence of the alleged injury to assess its severity; however, no such documentation has been provided to date. Therefore, siemens healthineers is reporting complaint (in doubt reporting).